Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. The technician successfully completed two diagnostic cycles with no issue. The technician determined the employee did not properly close the lid when the cycle was initiated. No repairs were necessary as the device was operating to specification. The service technician counseled the customer on how to properly close the lid of the device.

Event description:
The user facility reported a system 1e leak. No injuries were reported. No procedural delays or cancellations were reported.